Event description:
The surgeon implanted a toric silicone lens model aa4203tl and the haptic tore during insertion. The lens was implanted and removed without patient injury. The contact could not recall the model and lot numbers of the cartridge and injector used during surgery.